Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Trials did not match implants.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Dimensional inspection indicated that three igs features were out of specification. The investigation concluded that the length discrepancy between trial and implant was caused by an out-of-specification gmrs trial extension piece. An ncr/CAPA (B)(4) was issued for out of specification gmrs trial extension pieces in relation to internal diameter and length. The reported event regarding length discrepancy between trial and implant involving a gmrs trial extension piece was confirmed.

Event description:
Trials did not match implants.